Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the patient said that she received one bent catheter making it unusable. The patient has used this product before. There was no harm reported.

Manufacturer narrative:
The device history record review could not be performed since no lot number was provided. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported issue.¿ as such, a root cause could not be determined at this time. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.